Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned device revealed two (2) areas of siltex cracking on the posterior view. In addition, a tear was noted within one of the siltex cracking areas, measuring approximately 0.6 cm. Leak testing was performed, in accordance with mentor procedures, and no more leak sites were detected during the analysis. A normal wear was found within tear; therefore, both the trauma and siltex cracking may be the cause of the deflation. Regarding the trauma experienced, deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. On the other hand, in regards to the normal wear, siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right-sided breast pain, chest injury (car accident). (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation (left: revision, right: primary) with two unspecified mentor textured gel breast implants and experienced bilateral chest injury, right-sided breast pain, left-sided local reaction and deflation postoperatively. The patient experienced trauma due to the seat belt from the car accident. The diagnosis was confirmed based on physical examination. As a result, the patient underwent removal without replacement on (B)(6) 2021. Upon explantation, the left-sided device was found to be deflated, and fluid was observed in the left capsule. This report is for the left-sided prothesis.

Manufacturer narrative:
On 24-aug-2021, mentor received additional information regarding the complaint device. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The suspected medical device is a 325cc mentor siltex round moderate profile prosthesis (catalog #: 3542650, lot #: 5841087). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. There is a discrepancy between the reported implantation date ((B)(6) 1996) and the manufactured date of the returned device (21-jul-2008). Follow-up is in progress for clarification. If additional information is received in the future, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).